Event description:
Toe clip of a heart lung console was misplaced and the pump fell. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.